Manufacturer narrative:
The company representative found an incorrect luer plug used to plug the safety disk causing the disk to leak and fail. The company representative: replaced the incorrect luer plug with the correct luer plug, tested pump performance to factory specifications; safety tested and gave an in service to the customer on how to perform the safety disk leak test. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the iabp failed the safety disk leak test. No patient was involved.